Event description:
Per the clinic, the device was explanted in (B)(6) 2015 (specific date not reported), due to an unspecific device problem. The patient was reimplanted with a new device in (B)(6) 2015 (specific date not reported).

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2015, not (B)(6) 2015, as previously reported. The report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).